Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that when checking the equipment, the cs100 intra-aortic balloon pump (iabp) unit automatically shuts down shortly after powering on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI)#, h8. Additional contact information: (B)(6). A getinge field service engineer (fse) checked the unit and confirmed it happened occasionally shut down automatically. It was considered to be caused by a power module failure. The customer has been advised to replace spare parts to solve the problem. After communication with the customer, the customer currently does not intend to repair it and is still in the approval process. The customer has been informed that the equipment is unusable and can only be used after the repair test meets the factory requirements. There was no repair and upon a follow-up visit the customer was informed that the device had not had the reboot problem again.